Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, an insulation anomaly was noted on the right atrial lead. The lead was repaired successfully. The patient's condition was good post procedure.